Manufacturer narrative:
There is no evidence contained within the reported information at this time that indicates that the design or performance of the system contributed to the event. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system met specifications at the time of release. The finished goods lot complaint history was reviewed, this is the second complaint for the finish goods lot; however, the first for this issue. The finish goods device history record shows the product was released per specifications. The cassette was returned for evaluation. Visual inspection of the sample found no obvious defects. The sample could prime and passed intra-ocular pressure calibration successfully. The infusion pressure was measured at multiple set-points throughout the console range and met specifications. Cleaning process was able to be performed after functional test had completed. The root cause of the customer's complaint could not be established; the returned sample met specifications. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported that the intraocular pressure and aspiration stopped working during a vitreoretinal procedure. The system was exchanged and the procedure was completed without consequences to the patient. A product sample has been requested for evaluation.